Event description:
1 reported false positive sars result for 1 asymptomatic (off-label use at the time) patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Unable to determine. Source: email.